Event description:
Device 1 of 2 (see MFR report #s 1627487-2010-03205 for device 2.). The pt received her scs system on (B)(6) 2010 consisting of an ipg and surgical lead. On (B)(6) 2010, it was reported that these devices were removed due to an infection. No further info is available. The explanted products were returned to the manufacturer on 11/03/2010.

Manufacturer narrative:
Device eval was not performed as the cause of the reported complaint cannot be determined by product testing. Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.